Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open, unintentionally moved during deployment, encountered resistance, and h erniated into the aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right posterior communicating artery with a max diameter of 9.88 mm and a 4.65 mm neck diameter. Landing zone: distal: 3.89 mm and proximal: 5.25 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was normal. The angiographic result post procedure showed contrast agent retention was obvious. It was reported that the surgeon used ped to treat the patient's right c7 segment aneurysm, with a moderately tortuous vascular path and a type 3 cavernous sinus and was expected to land at the terminal end of the internal carotid artery and cover the proximal c4 level segment. The stent was deployed by opening, pulling back, and anchoring the middle cerebral artery. The distal end of the system was positioned below the t-bifurcation. When passing through the siphon bend, the stent did not open properly, and during the process of increasing tension, reducing tension and swinging, the stent and the entire system slid down and herniated into the aneurysm. The surgeon retrieved the stent and tried to place it to the distal end of the aneurysm but failed. After repeated retrieval and attempts to push it to go upper for nearly 30 minutes, it still failed, so the blood flow diversion therapy was abandoned and sab-assisted therapy was used instead. It was reported movement during placement occurred. Multiple devices were not being used then the movement occurred. There was moderate friction or difficulty during delivery or positioning. The pipeline was implanted in the inte nded location. The pipeline did not miss the landing zone. The device did not jump during deployment. The pipeline was placed at least 3 mm past the aneurysm neck on each side. The pipeline side branches were not covered by the pipeline. The tip of the catheter did move during deployment. No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting the patient is in good condition without any complications. There were no procedural/post-procedural imaging (CT, angio, etc.) Available. There are no images of the device(s) available. Clarification was received stating that the pipeline was not implanted, it was positioned in the intended position but slipped. The pipeline was positioned under the right t-bifurcation but slipped. The cause of the failure to open/resistance/dislodgment was not determined. Resistance occurred, it appeared in tortuous position. There was no observed damage to the pipeline pushwire or catheter. The tip of the catheter was not under stress. The middle of the pipeline failed to open. The pipeline had been placed in a vessel bend when it failed to open. Additional steps taken in attempt to open the pipeline included that the push system increased and decreased tension, and the overall push-pull swung.

Manufacturer narrative:
Annex b code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.